Event description:
The customer reported that he had high blood glucose. Customer's blood glucose was 413 mg/dl at the time of the incident. Customer's current blood glucose was 385 mg/dl. Customer was more irritated than normal. Customer stated that he treated with the pump at that time. Customer has treated high blood glucose with a manual injection. Customer declined to check for possible site or insulin issues. Customer does not use the bolus wizard. Customer will be sent some samples to try.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.